Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference:3005334138-2017-00273, 3005334138-2017-00274, 3005334138-2017-00275, 2182269-2017-00153. During a redo atrial fibrillation ablation procedure a pericardial effusion occurred. Following ablation, when it was attempted to reinduce atrial flutter the patient was noted as hypotensive. Fluoroscopy and echocardiography confirmed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the operating room for observation. No further intervention was required and the patient was stable and discharged.